Event description:
Medics responded to a medical call, pt awake at the time crews arrived. ECG electrodes were attached to the pt, the rhythm was evaluated and determined to be atrial flutter, the pt did not have a pulse. Disposable defibrillation electrodes were attached to the pt, sync was activated, and the sync markers were displayed on the screen. The device was charged to 100-joules. The device operator reported that the shock key was then pressed and nothing happened. The device operator again pressed the shock key and a 100-joule shock was delivered to the pt. The pt's rhythm converted to v-fib and it was noted the pt had an internal pacemaker. Care to the pt was continued. The pt was not resusciated. When the code summary record was printed it was noted sync was turned off just before the shock was delivered. Based on the code summary record, the customer has requested medtronic evaluate the device.